Event description:
Nurse was turning patient and completing assessment at beginning of shift (appoximately 11:45 pm). Noted large blisters on anterior right thigh. Patient had surgical procedure earlier in the day (approximately 12:00 pm). According to the surgical chart, the electrosurgical patient plate was placed on anterior right thigh.